Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 225 and 150 mg/dl. Tests were done within 11-20 minutes. "Pt tested back to back using the same finger and sample source." Pt did not experience any adverse events. No further info has been reported.